Event description:
It was reported by the patient that the cannula was not inserted and the needle was visible when the pod was activated; this indicates a needle mechanism failure. The pod was worn less than an hour. No impact to the patient's glucose level was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.4 operating system: 18.6 hardware: iphone17.2 cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod arrived partially deployed as denoted by the positioning of the linkage assembly and the pink slide insert not being visible in the top housing window. The exposed needle was also observed through the bottom housing window. No damage was observed on the e-seal that would indicate the needle deploying into it. The needle fully deployed as soon as the top housing was removed. The needle mechanism was successfully reset and redeployed using the lock and load tool. Score marks were observed on the underside of the top housing, indicating that there was misalignment of the linkage assembly. This misalignment can be identified as the root cause of the reported needle mechanism failure.